Event description:
There was a problem of the cryosurgical device to thaw its probes properly during a procedure for the cryoablation of the liver metastitis. Co was told facility had a thawing problem with the same system at an earlier date. Further details are not available at this time. For tracking purposes this will be referenced as incident #3.